Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: a promus element plus, mr, ous 3.50 x 20 mm stent delivery system was returned for analysis. Visual examination of the stent found signs of damage on the first two proximal strut rows, which were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip and hypotube found no issues. A visual and tactile examination of the outer, inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28feb2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50x20mm promus element plus drug eluting-stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.